Manufacturer narrative:
D10 concomitant products: 340-000-000, mcgrath 3.6v battery 340-000-000, (lot #h23082604) 340-000-000, mcgrath 3.6v battery 340-000-000, (lot #h23090904). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the videolaryngoscope did not turn on using the seventy-seven reported batteries that were tested with two different handles. The screen was flickering at the beginning and then showed blue screen, but most of them just presented a blue screen with blinking empty battery symbol. The issue was resolved after replacing them with known good batteries. There were also six batteries that had the same issue was tested with two different handles, which did not resolve in replacing the battery. One videolaryngoscope reported that it had no display using the reported battery that was resolved after replacing it with known good batteries. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a video were available for evaluation. Visual inspection noted a loading screen with a blinking battery icon was displayed. A comprehensive examination could not be performed, because the returned sample was not in a state that allowed full functional or visual assessment. It was reported that one videolaryngoscope reported that it had no display using the reported battery that was resolved after replacing it with known good batteries the reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.